Manufacturer narrative:
(B)(4). This complaint for peritonitis-no malfunction or use error is not confirmed because the disposable set was not returned to baxter and there was no lot number given. The complaint investigation did not describe any types of use errors that might have caused potential contamination. Therefore the complaint is not confirmed and the assignable cause is determined as no device malfunction or use error identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This is a spontaneous report by a nurse and a physician from (B)(6) of very bad state, fever, vomiting and fatal aseptic peritonitis in a patient coincident with dianeal therapy. On an unreported date, the patient began treatment with dianeal pd4 1.36%, dianeal pd4 2.27% and dianeal pd4 ultrabag intraperitoneally (ip) for peritoneal dialysis (pd). It was not reported if pd therapy was ongoing at the time of death. On an unreported date, the patient was admitted to hospital in very bad state (exact diagnosis not provided). On an unreported date, the patient experienced fever and bacterial peritonitis manifested by high cytosis. Diagnostic and treatment information was not provided. Initial information indicates that patient died on (B)(6) 2012. The cause of death was the peritonitis. It was unknown if an autopsy was performed. On (B)(6) 2012 global pharmacovigilance received the following information: on (B)(6) 2011, the patient began treatment with dianeal pd4 1.36% 5 liters, dianeal pd4 2.27%. On an unreported date, the patient experienced vomiting. On (B)(6) 2012, the patient received remedial treatment with kefzol 1.2g every 7 hours and fortum 1.2g every 7 hours for suspected peritonitis. On (B)(6) 2012, the patient died from the peritonitis.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Should additional information become available, a follow-up report will be submitted